Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (patient result = 0.113 vs. Expected result= 0.033 ng/ml) from a single patient sample processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is not known if the non-reproducible, higher than expected vitros tropi es result was reported from the laboratory or if a correct reported was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a reagent related issue, pre-analytical sample processing issue or an instrument related issue cannot be ruled out as potential contributing factors.